Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two perfix plugs (device 1 and 2). Per op notes, "attention to the right side, a medium sized perfix plug and patch (device 1) was placed into the internal ring using prolene sutures. Attention to the left side, a small perfix plug and patch (device 2) was placed into the internal ring using prolene sutures." (B)(6) 2018 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent repair with removal of mesh (device 1 and 2). Per op notes, "patient had recurrent hernia on both right and left. Noted the previously placed mesh (device 1 and 2) and were removed. Two synthetic meshes were placed on both right and left."